Manufacturer narrative:
Product was not returned as it was disposed at user facility. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operation context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a hemostasis procedure, a balloon rupture occurred. The anatomical location being treated was the moderately tortuous and non-calcified abdominal aorta. The equalizer 40 x 2.5mm balloon was advanced to the occluded vessel and inflated with an unknown volume, and a rupture occurred. The procedure was completed with another equalizer 40 x 2.5mm balloon. No patient injuries or complications were reported. The patient status is reported as "good".